Manufacturer narrative:
Per conversation with the customer on (B)(4) 2013, the tubing thru valve (vl55) had popped off. The tubing was re-attached that fixed the leak. Failure mode was attributed to the detached tubing at valve (vl55). (B)(4).

Event description:
The customer stated that there was cleaner leaking from the front of the coulter lh 780 hematology analyzer. The volume of leak was about 15 ml and was not contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact or biohazard exposure to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.